Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and dilated left atrium for a mitraclip procedure. The mitraclip xtw was prepared as per instructions for use (IFU) and passed all functionality test. When introduced into the left atrium (la), gripper check was performed to identify the anterior mitral leaflet (aml) and posterior mitral leaflet (pml) grippers. The tactile marker was identified to correspond to the pml. The clip proceeded to grasp the valve, but the pml gripper could not drop onto the leaflet. Several troubleshooting attempts were carried out as per IFU, such as; locking and unlocking the clip and cycling the gripper levers. The aml gripper was working, but the pml gripper could not fully drop down onto leaflet. The faulty clip was removed. A new xtw clip was prepared and the procedure was successfully completed without any delay or adverse effect to patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.